Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of implantable pacing lead (ipl) it was not possible to screw the tip out. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analyst commented, removed tissue from helix and helix operates and measures within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.